Manufacturer narrative:
The reported events of insulation breach, low pacing impedance, noise, lead fracture and ¿decrease¿ sensing were confirmed. As received, a complete lead was returned in one piece. Visual inspection found clavicular crush noted at 22.0cm ¿ 22.6cm from the connector pin fracturing/separating all five filars of the outer coil and damaging the outer insulation and the inner insulation which caused the reported events.

Event description:
New information received notes noise was noted on both the right ventricular (rv) and atrial leads. The rv and atrial leads were explanted and replaced successfully on (B)(6)2024. The patient was asymptomatic.

Event description:
It was reported that the patient's right ventricular (rv) and right atrial (ra) leads had insulation breaches. The patient was asymptomatic. The rv and ra leads were explanted and replaced successfully. The patient was stable throughout the procedure. Further information was requested but not received.

Manufacturer narrative:
Corrected data: fracture code added to h6.

Event description:
Additional information received indicated that both the right ventricular (rv) and right atrial (ra) leads were fractured as well.

Event description:
Additional information received indicated the insulation damage on the right ventricular (rv) and right atrial (ra) leads were discovered via a chest x-ray and fluoroscopy. It was noted that the insulation damage led to a decrease in pacing impedance and sensing on both the rv and ra leads.